Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo (B)(4).

Manufacturer narrative:
An immucor field service engineer replaced all tubing on the syringe pump to the back of the instrument on (B)(4) 2013. There have been no additional occurrences of unexpected reactivity. The instrument is operating according to specifications.